Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) due to artifact related to the minute ventilation (mv) feature signal on the right atrial (ra) channel. The health care professional (hcp) called technical services (ts) for review of device data. Intermittent lead impedances were reportedly high within range during the episode and no episodes of noise was recorded. Technical services (ts) discussed programming options with hcp. The involved right atrial (ra) lead is a non-boston scientific product. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) due to artifact related to the minute ventilation (mv) feature signal on the right atrial (ra) channel. The health care professional (hcp) called technical services (ts) for review of device data. Intermittent lead impedances were reportedly high within range during the episode and no episodes of noise was recorded. Technical services (ts) discussed programming options with hcp. The involved right atrial (ra) lead is a non-boston scientific product. This pacemaker remains in service.